Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post implant, the patient experienced potential atrial fibrillation while using a handheld massager. It was also reported that the implantable pulse generator (ipg) exhibited electromagnetic interference (emi) noise oversensing on stored atrial tachycardia/atrial fibrillation (at/af) episodes and t-wave oversensing (twos) on stored episodes. The right atrial (ra) lead exhibited oversensing. The ra lead was reprogrammed and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.